Manufacturer narrative:
Eval of the received device log files confirmed the reported problem regarding the gas supply sub-test failure during the pre-use checks. It can be seen in the log files that the measured o2 supply pressure between the monitoring printed circuit board (pcb) and control printed circuit board(pcb) differed more than the allowed value. The values in the failed sub-test indicated that it was the control pcb that failed. According to the received info, the control pcb was replaced and that solved the reported issue. No parts were received back for investigation, therefore the root cause cannot be determined from this investigation.

Event description:
(B)(4).

Manufacturer narrative:
Further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator failed the gas supply test during the pre use check. There was no patient involvement.